Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the nurse was tracking the push peg over the guidewire, the guidewire kinked. When the guidewire kinked, the peg could not advance any further. The coil wire of the guidewire unraveled inside the peg. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a replacement procedure performed on (B)(6) 2012. According to the complainant, during the procedure, when the nurse was tracking the push peg over the guidewire, the guidewire kinked. When the guidewire kinked, the peg could not advance any further. The coil wire of the guidewire unraveled inside the peg. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported event of guidewire kinked. The reported event of coil wire unraveled. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed the ball weld to have detached from one end of the core wire. The outer coiled wire was found to be unraveled and the guidewire was bent in multiple places. The condition of the returned unit was consistent with the complaint incident that the guidewire was bent and coil wire unraveled. It appears the guidewire might have received a tensile force causing the ball weld to detach from the core wire. It remains unknown if the ball weld/ core wire failure occurred due to a supplier quality, customer handling/prep of the device or procedural factors, therefore the most probable root cause is undeterminable. A device history record (DHR) review of lot 15328135 was performed and revealed no issues related to the reported complaint.